Event description:
(B)(6) hcs is completing inspections of all hospital bed and gurney surfaces per a national patient safety alert. The following was inspected: external cover, zipper, inside of cover, microholes, failure-odors, internal materials, fire barrier. Surface found to be compromised: agiliti/sizewise np12 - 2012 area found to be compromised: inside of cover, fire barrier.